Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the interrogation in clinic, no capture was noted on the ra lead. Lead dislodgement was confirmed on fluoroscopy. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.